Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had damage to the head and connecting section of the cord, and water invasion. The issue was found during reprocessing. There were no reports of patient involvement.